Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked syringe port and window, and a scratched screen. There was no evidence in the event history log. Functional testing was able to verify the reported problem. Additionally, the device failed the leadscrew test. It was determined that the most probable cause was due to a faulty motor. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 116. There was unknown patient involvement.